Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that device had a rapid drop in battery voltage. The device was explanted and replaced.

Manufacturer narrative:
The reported battery depletion was confirmed. Based upon device's parameters and usage information, a longevity calculation was performed. The device was found to be outside expected limits. A new battery was attached to the device and the device behaved normally. The battery was returned to the vendor for destructive analysis. No battery anomalies were found. The cause of the premature battery depletion was not determined. .

Event description:
Customer reportedly rec'd blood glucose results of 189 mg/dl and 92 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.